Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had an over infusion of insulin. There was patient involvement but no harm. It will be provided by the customer, no devices will be returned.additional information provided: the medication that over fused was lletin I regular insulin injection 100 unit/ml. Route was IV with a continuous frequency.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of iletin I regular insulin was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. ¿ inspection of the suspect pump module did not observe any existing issues that may have been a contributing factor for the reported issue. ¿ inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. The logs show that on december 11, 2024, the suspect pump module s/n (B)(6) was connected to the pcu s/n (B)(6). On december 11, 2024 at 10:58 pm, the pump module s/n (B)(6) was connected to the pcu s/n (B)(6) and assigned to channel b. The primary infusion began at 11:47 pm with a rate of 250ml/hr and a vtbi of 1000ml, reaching a pvi of 19.039ml before the pcu were powered off at 11:52 pm. On december 12, 2024 at 2:43 am, the same module was reconnected to the pcu and assigned to channel a, maintaining an accumulated pvi of 19.039ml before being powered off again at 2:44 am. The total volume infused (tvi) was 19.039ml. The facility reported the medication used was iletin I regular insulin. However, upon replicating the key presses on the suspect device, the drug selected from the "guardrails drugs" menu was potassium chloride. This discrepancy underscores the importance of accurate drug selection to ensure patient safety. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion of iletin I regular insulin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported by the customer that they had an over infusion of insulin. There was patient involvement but no harm. It will be provided by the customer, no devices will be returned.additional information provided: the medication that over fused was lletin I regular insulin injection 100 unit/ml. Route was IV with a continuous frequency.